Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. The complaint cannot be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty. Approximately five (5) years post-implantation, the patient underwent revision surgery of the acetabular liner due to severe sepsis. The acetabular shell, femoral head, and femoral stem remained implanted. Five (5) months following the liner exchange, it was reported that the patient continues to experience permanent pain. Further intervention or treatment has not been reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): d10: item # 0106010005, avenirâ® mã¼ller, stem, standard, uncemented, ha, 5, taper 12/14, lot # 2975105; item # 4244, allofitâ® alloclassicâ®, shell with polar screw plug, uncemented, 50/hh, lot # 2985738; item # 00801803214, femoral head non-skirted 12/14 taper, lot # 64156873. G2: foreign: germany. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.